Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One clip was successfully implanted, and the procedure was concluded with a resulting mr of grade 2. One day later, a transthoracic echocardiogram was performed and confirmed an slda. The previously implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 2+. On (B)(6) 2023 a secondary procedure was performed to treat the slda . An additional clip was implanted and the procedure was concluded with an mr grade of 1-2. No additional information was provided.